Manufacturer narrative:
(B)(4). Unit passed displacement test, active current measurement, and selftest. Unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump had low or short battery alert and also retainer ring had issues. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.